Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the clinic was concerned over possible premature battery depletion. Device data was sent to engineering for review. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted for possible premature battery depletion. At this time the subcutaneous implantable cardioverter defibrillator (s-ICD) remains in service and no adverse patient effects were reported.

Event description:
It was reported that the clinic was concerned over possible premature battery depletion. Device data was sent to engineering for review. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted for possible premature battery depletion. At this time the subcutaneous implantable cardioverter defibrillator (s-ICD) remains in service and no adverse patient effects were reported. Additional information was received that the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.